Event description:
It was reported that when the device was interrogated for a post-operation check after the patient had a colonoscopy, a "battery voltage (bv) not available" message was displayed. Atrial detection for atrial therapies was turned off, the battery voltage was displayed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.